Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the output socket was noticed to be black and looks burnt. The procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the customer reported that the output socket was noticed to be black and looks burnt. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a short which occurred on the rf port of the receptacle board causing the rf probe to not activate correctly. The reported failure mode will be monitored for future reoccurrence. Mfg date: 06/23/2015. Gtin:(B)(4).

Event description:
It was reported that the output socket was noticed to be black and looks burnt. The procedure was completed successfully.